Event description:
Patient's meter would not power on. Medical affairs specialist spoke with patient on 12/20/2002 to obtain additional information. Spouse had found pt slipping into a diabetic coma in the morning. Spouse attempted to wake pt up, however, pt was unresponsive, shaking and sweating profusely. Patient explained that they had taken additional insulin the day before because they thought they had elevated blood glucose levels. They had guessed as to what their blood glucose level had been, since their blood glucose meter would not power on. Spouse attempted to call 911, however spouse decided to take pt to the ER themselves. At the ER pt had a blood glucose level of "45 mg/dl". They were given IV glucose and admitted for the evening. They were released the following day. Patient explained that to their knowledge no other blood glucose test was performed. The meter had been having power issues for approximately 3 months. Since pt couldn't test their blood glucose levels, they had been guessing on the amount of insulin they needed for 3 months. Patient takes 70/30 insulin. They reported taking 30 units in the morning and 27 units in the evening and adjusted the levels based on their meter readings. The customer serivce representative walked patient through changing the batteries and the meter would still not power on. The meter was replaced.